Event description:
The tubing has become disconnected from the port. It is being reconnected.

Event description:
It was reported that after an unknown procedure, a patient was recently x-rayed with an ethicon band as she was losing all the fluid. The x-ray showed the band is disconnected in some way. Device is still implanted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Information was not provided by contact. Device remains implanted.